Event description:
It was reported that the patient presented for in-clinic follow-up. An echocardiogram was performed, and a mass was observed on the right ventricular lead. The patient was scheduled for lead revision on (B)(6) 2022, where the mass was revealed to be externalized conductors. The lead was capped. The patient was in stable condition.